Manufacturer narrative:
Continuation of d10: product ID: 97740, lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6) , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. Patient programmer (pp) serial number not available as pt didn't have pp. The reason for call was pt stated they needed a new pp. Pt clarified the pp wasn't working anymore, which they noticed maybe 6 months ago. Pt said they were doing fine without the implantable neurostimulator (ins),but then started to get sharp pains in their legs. Pt said they just saw the healthcare provider (hcp) today and the hcp was able to turn ins on and said ins still worked, but hcp turned ins off at the end of the appointment since pt didn't have a pp and told pt to call ps. Pt then said they misplaced the pp, but after pss reviewed replacement process if pt still had pp vs if pp was now lost, pt said they think they still have the pp in their house, they just had to look harder. Troubleshooting was unable to be performed as pt didn't have pp with them. Pss reviewed to look for pp and call ps back if they can or can't find pp to either have replacement sent through ps or to be trans ferred to sunmed. Additional information was received from a patient (pt) regarding an external device. Pt called back and gave serial number of unresponsive patient programmer. Pt said they tried new batteries and the programmer still won't power on. The patient was sent out a replacement programmer.